Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Asd procedure was performed by dr. (B)(6). During device preparation, device issue was not identified. During procedure when the device had been deployed. It was noticed that left atrial disc looked deformity under flu like cobra's shape. Dr. (B)(6) decided to retrieve the device, brought it out from the patient and identified cobra's shape at left atrial disc of device. Device was replaced with another new device. Procedure was completed with no patient adverse event.

Manufacturer narrative:
An event of a deformed deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, the device did appear to deploy in a deformed, cobra, conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Asd procedure was performed by physician. During device preparation, device issue was not identified. During procedure when the device had been deployed. It was noticed that left atrial disc looked deformity under fluoro like cobra's shape. Physician decided to retrieve the device, brought it out from the patient and identified cobra's shape at left atrial disc of device. Device was replaced with another new device. Procedure was completed with no patient adverse event.